Manufacturer narrative:
Product ID 8703w, lot# l59327, implanted: 1999 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient ¿went blind¿ (timeframe was unknown) when his medication was switched from morphine to dialudid and clonidine that lasted for four hours. The patient had been receiving dialudid and clonidine since before 2009. The patient was receiving dilaudid 5.99 6mg/day with a concentration of 30mg/ml and clonidine 49.96 mg/day with a concentration of 250mcg/ml. It was noted it was unknown what the cause of the patient¿s symptom was. It was further reported the healthcare provider (hcp) was never informed of this. It was unknown if the issue had been resolved. The patient was still having concerns with their device or therapy and no one could assist the patient as of 2014 (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.